Manufacturer narrative:
Per the user guide: do not start to use your system before you have been appropriately trained on its use by a certified system trainer or through the training materials available online for those updating their t: slim x2 insulin pump. Consult with your healthcare provider for your individual training needs for the entire system. Failure to complete the necessary training on the system could result in serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl and customer had been admitted to the hospital. Customer's parents alleged that there was "something wrong with the pump". Customer's healthcare provider reported that the customer/family may require more pump training as they had a "huge knowledge gap about insulin pumps". While hospitalized, the family switched out the customer's tandem pump with the father's pump (with different settings) and didn't seem to realize that this could affect customer's bg. Family was under the impression that insulin pumps were universal. Customer's family declined follow up from tandem technical support. Multiple attempts were made to contact customer's parents and healthcare provider; however, no reply was received.